Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the paxgene® blood rna tube samples were clotting. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
The date of event has been corrected to (B)(6) 2018.

Event description:
It was reported that the paxgene blood rna tube samples were clotting. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the paxgene® blood rna tube samples were clotting. There was no report of exposure, injury, or medical intervention.